Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer reported issue related with transmitter. The customer reported the sugar glucose was 60 mg/dl and the blood glucose was 40 mg/ dl. Troubleshooting was performed related to sensor issues. The insulin pump was not returned for analysis.